Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). In an episode from (B)(6) 2020, therapy appeared to have accelerated the rhythm to true ventricular tachycardia (vt) for a short period. Therapy was not exhausted, and no further therapy was delivered that day. The patient was snow blowing at the time and exerting himself, but there was no extraneous noise. It was noted that the device was not transmitting in the ER, however a successful transmission was received from the patient's latitude communicator later that day. Additional information received indicated that on (B)(6), the patient received 9 shocks for a fast rhythm associated with af, but was not taking his prescribed medicine. The patient is now taking his prescribed medicine, and doing well. This device remains in service. No additional adverse patient effects were reported.